Event description:
New information received notes that a new instance of slow charging was noted. Further intervention was planned and the patient was stable.

Event description:
New information receives notes that the device was explanted and replaced on (B)(6) 2026. The patient was stable.

Event description:
It was reported that a patient presented with slow charging noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.